Event description:
The implant when seated in the sinus and expanded would pop out when the foot was put through range of motion. Three kilix implants were put in place for the same patient but had the same problem. It was stated that the surgeon operated with the proper thechnique. The patient received a debridment of the sinus tarsi. There was no patient injury reported. The surgery was lengthened about 30 minutes. The patient was not finally treated. "No another" kalix was put in place. The patient was deemed to be a poor candidate for another surgery and at this time no surgery occurred. The surgeon used trial implant to determine size of final endo prosthesis. This MDR is linked to 9615741-2005-00035 and 9615741-2005-00037.